Manufacturer narrative:
Evaluation revealed the set screwdriver to be the primary product. Investigation revealed no discrepancies in material of manufacturing. Deviations in the device history record (DHR) were not found, the function was given in full on the device at the stage of delivery. As the set screwdriver had been in use for a very long time [manufactured in 2014] we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. The screwdriver received showed significant traces of an intense and frequent use. An examination with a stereo-microscope revealed small residuals (black particles) on the flexible part of the returned device. The residuals are not trapped and could be removed easily with a cotton swap and plain water. The found black particles were suspected to be incrustations of sterilized remaining body liquids like bone marrow and blood. A hemocheck-s test has been performed for detection of blood residues. The used test kit can detect 0,1 ¿g of blood by showing a slight blue-green spot but the outcome was under the detectable threshold, which is supported by the yellow colour change. Residues on the flexible part are known and were evaluated by a medical expert ¿refer to section medical background / information. The general cleanability of the screwdriver in the flexible part was proved during design validation. Tests [e.g. Test report (B)(4)] confirmed, that germ reduction is being achieved significantly better with automatic [machine cleaning] as well as manual cleaning for the subject product than for comparable other critical instruments [e.g. Endoscopes]. Furthermore, the requirements for proper reprocessing of medical devices are explicitly described in the brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ ((B)(4)). Based on the information given and due to above observations an exact root cause could not be determined, but pre-assuming that the device was checked before last usage and due to the fact it was noticed after the last reprocessing the case is rather related to insufficient cleaning by the user. No discrepancies were detected during risk analysis review. No non-conformity identified. However the complaint represents a potential recurring situation; nc was already triggered to define whether actions are necessary.

Event description:
Black particles come out of the flexible part of the screwdriver even after carefully cleaning with ultrasonic pre clean, manual cleaning, washing in a machine and sterilization afterwards. Replacement was available.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Black particles come out of the flexible part of the screwdriver even after carefully cleaning with ultrasonic pre clean, manual cleaning, washing in a machine and sterilization afterwards. Replacement was available.